Manufacturer narrative:
Updated fields: d9, h3, h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The image was not displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the issue was due to faulty scope connector socket. However, the specific cause of the faulty scope connector socket could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera pro video system center was not producing an image during device reprocessing. There was no patient involvement during this event.